Manufacturer narrative:
Patient weight not available from the site. A manufacturer representative went to the site to test the equipment. The power conversion enclosure was changed due to the lack of voltage present at the standalone board. The imaging system then passed the system checkout and was found to be fully functional. The suspect part power conversion enclosure was returned to the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the pendant was displaying "initializing please wait" and they had x-ray disabled. They rebooted twice with no resolution. They also shut down the system and reseated the umbilical, but had no resolution. There was no patient impact reported and a delay to surgery of less than one hour.

Manufacturer narrative:
The analysis of the enclosure power conversion board was completed by medtronic personnel. Testing found that a transistor on the board was shorted.